Event description:
The reamer is dull.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned product confirmed the complaint. Although a previous investigation found the supplier made changes to modify the cutting edges in october of 2010, fnc 2010-188, the complaint sample was placed into domestic distribution on march 17, 2008 and is over 7 years old. The cause is attributed to heavy usage. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.